Manufacturer narrative:
Lead model 3093 lot # j0454227v implanted: (B)(6) 2004 explanted: unk; extension model 3095 serial # (B)(4) implanted: (B)(6) 2004 explanted: unk; patient programmer model 3031a serial # (B)(4) implanted: na explanted: na.

Event description:
It was reported that the patient was hospitalized for painful bladder spasms and multiple health issues. It was unknown if the issue was resolved. It was unknown if any intervention was needed. The patient outcome/status was unknown. The patient's family member believed that lack of reprogramming was responsible for the patient being in the hospital. Additional information has been requested, but was not available as of the date of this report.